Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl; cause was not known. Customer went to the emergency room (ER) and was treated with intravenously delivered glucose. Customer was released from the ER with bg of 157 mg/dl and feeling better.